Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently hot to the touch despite being in room-temperature conditions. Reportedly, the pump temperature ranged from 99.05-103.55 degrees and was charging during the reported events. The customer's blood glucose ranged from 100-200 mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.